Event description:
A customer reported the equipment's handpiece presented an occlusion problem during a cataract with intraocular lens implant procedure. The procedure was completed with the same equipment and accessory, with delay of less than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
A review of the service report indicates the customer reported an occlusion issue. The company representative stated that the customer was advised to check the surgical settings. The company representative reported that after the settings were adjusted the system was functioning properly. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause of the reported event was improper settings used by the customer. The system's operator manual explains that there are "two different occlusion tones (intermittent beeping tones during occlusion) indicate that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped to avoid exceeding the limit." The irrigation/aspiration (I/a) occlusion and phaco occlusion tones indicate that the vacuum has reached its maximum allowed preset value." This preset value is set by the user as it depends on the user's preferences. (B)(4).